Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that one month post implant, the pt presented with gastrointestinal bleeding (gi bleed). The vad team decreased the pump speed and discontinued the use of aspirin and coumadin. The pt then had an acute rise in lactate dehydrogenase (ldh). The doctor made the decision to exchange the pump and reduce the risk of cerebrovascular accident (cva).

Manufacturer narrative:
The pt continues on lvad support. The explanted device was returned to the manufacturer evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.